Event description:
Na

Event description:
Unit had a problem while set to pressure control mode. No pt injury occurred. The pip was 17 cmh2o and it should have been 9 cmh2o. The waveform looks like a vaps breath.